Event description:
A report was received that the patient was experiencing discomfort at the back. The patient underwent a clik anchor explant procedure per physicians preference. The patient was doing well postoperatively.

Manufacturer narrative:
Expiration date: ni the explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the back. The patient underwent a clik anchor explant procedure per physicians preference. The patient was doing well postoperatively.